Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) values were at 79 mg/dl. The pdm was not give any type of notifications, including sounds or vibrations. No further details to report.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported pdm malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Remove from emdr-105312: b5: describe event or problem: it was reported that the patient's blood glucose (bg) values were at 79 mg/dl. The pdm was not give any type of notifications, including sounds or vibrations. No further details to report. H10: addtl mfg narrative: according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Add to emdr-105312: h10: addtl mfg narrative: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported pdm malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. B5: describe event or problem: it was reported that the patient's blood glucose (bg) was 79 mg/dl. The patient alleged that the controller was not generating sound or vibration notifications. The patient also alleged that the controller did not give an alert when the patient's bg was low. The omnipod 5 controller is designed to give a low bg alert when/if the user's bg is 55 mg/dl. During this reported incident, the patient's controller would not have generated the low bg alert that the patient was anticipating because the patient's bg did not go below the threshold required to trigger the alert (the patient's bg was 79 mg/dl and the threshold is 55 mg/dl). Therefore, the patient's incorrect expectation that the controller would generate a low bg alert during this incident is user error/training issue. Additionally, the general allegation that the controller was not generating sound or vibration notifications may be due to the user's expectation for alert that would not have occurred based on the context of the incident and designed system parameters. An incident report is being submitted for this complaint due to the general allegation that the controller was not generating sound/vibration alerts.

Event description:
It was reported that the patient's blood glucose (bg) was 79 mg/dl. The patient alleged that the controller was not generating sound or vibration notifications. The patient also alleged that the controller did not give an alert when the patient's bg was low. The omnipod 5 controller is designed to give a low bg alert when/if the user's bg is 55 mg/dl. During this reported incident, the patient's controller would not have generated the low bg alert that the patient was anticipating because the patient's bg did not go below the threshold required to trigger the alert (the patient's bg was 79 mg/dl and the threshold is 55 mg/dl). Therefore, the patient's incorrect expectation that the controller would generate a low bg alert during this incident is a user error/training issue. Additionally, the general allegation that the controller was not generating sound or vibration notifications may be due to the user's expectation for alert that would not have occurred based on the context of the incident and designed system parameters. An incident report is being submitted for this complaint due to the general allegation that the controller was not generating sound/vibration alerts.

Manufacturer narrative:
Removed from emdr-105312. D4 lot no = l000204. H4 device manufacturing date = 12/30/2019. Added to emdr-105312. D4 lot no = h000436. H4 device manufacturing date = 5/5/2022. D4 unique identifier (UDI) # = (B)(4).